Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the lead safety switch of the pacemaker system alerted for right atrial (ra) and right ventricular (rv) pace impedance greater than 3,000 ohms on the same day. The rv lead was capped and replaced as pace impedance was previously greater than 2,000 ohms and there was loss of capture and asystole greater than two seconds. The rv lead was suspected to be fractured. The ra lead remains implanted and in service as the high impedance observation was isolated. The pacemaker was explanted and replaced as the high outputs required due to the lead issues had depleted the battery. No additional adverse patient effects were reported.

Event description:
It was reported that the lead safety switch of the pacemaker system alerted for right atrial (ra) and right ventricular (rv) pace impedance greater than 3,000 ohms on the same day. The rv lead was capped and replaced as pace impedance was previously greater than 2,000 ohms and there was loss of capture and asystole greater than two seconds. The rv lead was suspected to be fractured. The ra lead remains implanted and in service as the high impedance observation was isolated. The pacemaker was explanted and replaced as the high outputs required due to the lead issues had depleted the battery. No additional adverse patient effects were reported.